Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment of an abdominal aortic aneurysm (aaa) measuring 61mm in diameter and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure with no reported endoleak or complications and was discharged on (B)(6) 2014. On (B)(6) 2016, the patient underwent reintervention with gore devices. Procedure/device details were not provided. The pretreatment ultrasound diameter for the aneurysm was reported to measure 66mm in diameter. The patient tolerated the procedure and was discharged on (B)(6) 2016.

Manufacturer narrative:
Patient medications include but are not limited to: beta blocker, acetylsalicylic acid, lipid-lowering therapy, gastroprotective therapy the gore® excluder® aaa endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries.

Event description:
On (B)(6) 2016, the patient underwent reintervention for a type ii endoleak and aneurysm enlargement. Lumbar artery embolization was performed and the endoleak was reported to have been resolved. The patient tolerated the procedure and was discharged on (B)(6) 2016.